Manufacturer narrative:
The device remains in service at this time. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that this pacemaker exhibited a lead safety switch due to out of range right ventricular (rv) impedance measurements of greater than 2500 ohms. Then the patient later had an episode of syncope. There were no stored episodes at that time and no noise was noted. Threshold and impedance measurements were checked in bipolar configuration, which were initially within normal limits. Then impedance measurements of greater than 2500 ohms were observed in bipolar configuration. The patient would continue to be monitored. No additional adverse patient effects were reported. The device remains in service.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
The device was later explanted and returned. No additional adverse patient effects were reported.